Event description:
It was reported that, the pacemaker system exhibited high pacing thresholds and undersensing on this right ventricular (rv) lead. This rv lead remains in service. No adverse patient effects were reported.